Event description:
The patient received 2 scs leads with the same lot number. It was reported the patient is no longer receiving stimulation in her right leg/hip. A sjm representative was unable to resolve the issue with reprogramming. It was also reported the patient had experienced multiple falls since the previous programming attempt. Follow-up identified the patient is to consult with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.